Manufacturer narrative:
No parts were returned for analysis, the issue was resolved on call with a reboot. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the system was booted up prior to a case it stated initializing please wait. The site rebooted the system and it was able to proceed.